Event description:
The svc report shows while performing preventive maintenance on the device the svc tech (st) verified the device did not pass the volume leak test. St inspected the device and made an adjustment to the cylinder. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.